Event description:
Reportedly, the trek dilatation catheter was being advanced over a non-abbott guide wire to treat a lesion located in the left superficial femoral artery and during advancement resistance was felt around the top of the iliac. At this point it was decided to withdraw the trek; however, the balloon separated around the guide wire exit notch and under angio, the balloon markers were noted to be above the popliteal artery. The device was successfully snared from the patient anatomy. The patient was fine post procedure. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the trek catheter noted blood and contrast visible in the inflation lumen and in the tightly folded balloon, consistent with preparation and a separation while in the patient anatomy. There was a kink in the middle of the balloon 1 cm proximal to the distal marker band. The distal shaft was separated 3.7 cm distal to the guide wire exit notch, with the separated portion 21.8 cm in length. The separated edges were stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The distal shaft was wrinkled 1 cm proximal to the proximal seal for a length of 10 cm. There were multiple bends and kinks noted to the hypotube. The outer member was split 7 mm distal to the guide wire exit notch for a length of 3 cm. Factors that may contribute to the inability to advance the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. An attempt was made to measure the inner diameter of the guide wire lumen; however, the mandrel was unable to advance past the wrinkled shaft. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. An attempt was made to back load a new guide wire through the separated distal shaft and there was resistance noted at the wrinkled distal shaft. It is possible that as the catheter met resistance with the guide wire within the lesion, as force was applied resistance was encountered, this would contribute to the noted shaft wrinkling as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further, as the catheter and guide wire were manipulated during removal, this would cause the shaft to tear at the guide wire exit notch as this type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. The tearing of the guide wire exit notch would then lead to the shaft separating. Further handling at the account contributed to the splitting of the outer member and the noted bends in the hypotube and kink in the balloon; however, a conclusive cause for the initial resistance with the guide wire could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position the guide wire for this lot. There is no indication of a product quality deficiency.